Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, approximately 10 years post implant of a 26mm sapien xt valve in the aortic position the bioprosthetic valve failed due to stenosis and regurgitation. A valve in valve procedure was performed; patient was treated with sapien 3 ultra valve and was doing good after transcatheter aortic valve replacement. The mean gradient on baseline transthoracic echocardiogram (tte) was 23 mmhg and the post-tavr discharge tte mean gradient was 8 mmhg.

Manufacturer narrative:
H2 h6 updated the valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation. Complaint activities indicate that this was a clinical trial patient at implant. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A complaint history review was not performed for complaint valve degeneration, deterioration, as the device has been implanted for 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration reported as the complaint. As the complaint for regurgitation paravalvular (pv) leak was unable to be confirmed, a complaint history was not performed. The following instructions for use (IFU) were reviewed: novaflex delivery system with sapien xt. Based on this review, no IFU/training deficiencies were identified. Per the instructions for use (IFU), structural valve deterioration is listed as one of the potential risks associated with the device and tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case; valve degeneration or deterioration is generally due to a gradual, multiyear, and patient specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. The device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. The complaint for valve degeneration, deterioration was confirmed based on the medical record. However, the complaint for valve regurgitation pv leak was unable to be confirmed due to unavailability of relevant imagery/ medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. For the reported event, valve degeneration, deterioration; per the instructions for use (IFU), structural valve deterioration and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, 26mm sapien xt valve in the aortic position via unknown approach. Approximately 10yrs post implant, patients bioprosthetic valve failed due to stenosis and regurgitation, and tte from (B)(6) 2022 showed that the aortic prosthetic leaflet motion appears mildly restricted, and leaflets are moderately thickened. There may be a flail leaflet. In addition, noted that patient had hyper cholesterol/ hypercholesterolemia. Hypercholesterolemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies, which could lead leaflet thickening/ restriction, stenosis, regurgitation, and increased gradients. As such, available information suggests that patient factors (hypercholesterolemia) may have contributed to the complaint event. For the reported event, valve regurgitation pv leak; per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Due to the limited information provided, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation. Complaint activities indicate that this was a clinical trial patient at implant. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. As the complaint for valve degeneration, deterioration was unable to be confirmed, a complaint history was not performed. The following instructions for use (IFU) were reviewed: novaflex delivery system with sapien xt. Based on this review, no IFU/training deficiencies were identified. Per the instructions for use (IFU), structural valve deterioration is listed as one of the potential risks associated with the device and tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case; valve degeneration or deterioration is generally due to a gradual, multiyear, and patientspecific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. The device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. The complaint for valve degeneration/deterioration was confirmed by medical record. There was no allegation or indication of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. The complaint for valve degeneration, deterioration was unable to be confirmed as no device was returned and no imagery or medical record was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patientrelated (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, 26mm sapien xt valve in the aortic position via unknown approach. Approximately 10yrs post implant, patients bioprosthetic valve failed due to stenosis and regurgitation. Due to the limited information provided, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.